Event description:
Caller reported a malfunction alarm on the pump. Customer's blood glucose level impact was unknown as the caller declined to provide information on whether the level exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.